Manufacturer narrative:
The product was returned and the failure mode was confirmed. The cutting loop was visually inspected for damages, and the distal cutting tip has broken off of the instrument. Unable to function test the cutting loop due to the broken tip. The probable root causes could be handling during setup, or damaged during shipping. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tips of the device broke inside of the patient. It was reported that the tip broke while using the resectoscope. The tips were recovered and sent in.

Event description:
It was reported that the tips of the device broke inside of the patient. It was reported that the tip broke while using the resectoscope. The tips were recovered and sent in.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.